Event description:
It was reported by the customer that she had been having low blood glucose levels. Blood glucose levels had reached 86 mg/dl in the early morning. Customer also stated that the threshold suspend had not alarmed. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Assisted in verifying correctness of time, date and bolus settings. Blood glucose level was 59mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).